Event description:
It was reported that 2 days post rx acculink stent implantation in a heavily calcified left common carotid artery, the patient with pre-existing lung disease, went into flash pulmonary edema and then had a progressive decline in pulmonary and cardiac function. On (B)(6) 2010, the patient expired. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no product deficiency reported. Death is listed as a known potential adverse event as listed in the rx acculink instructions for use. Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.